Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with a history of atrial lead high capture thresholds for over six years due to a coronary artery bypass graft presented in clinic for follow up. Device interrogation revealed loss of capture on the atrial lead. No changes or intervention was performed. The patient condition was stable, before, during, and afterwards.

Event description:
New information received notes that on (B)(6) 2021 the atrial lead was capped and replaced. The patient condition was stable before, during, and afterwards.